Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a stopcock attached which was removed with no issues noted. Kinks were evident on the hypo-tube. The balloon folds returned partially expanded. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon to treat a severely calcified lesion in the mid right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that removal difficulties were encountered. There was difficulty removing the balloon following balloon inflation. The balloon got stuck in calcium after inflation, after performing non-medtronic atherectomy of the heavy calcified artery. The patient is alive with no injury.

Manufacturer narrative:
Additional information: there were no kinks noted on the guide catheter/sheath. A concentration of 50-50 of contrast and saline was used. Two inflations were performed prior to the balloon difficulties encountered. No difficulties noted during balloon inflation. The pressure applied to the balloon prior to removal difficulties was 12 atm. The device was not moved or repositioned while inflated. Sufficient time was given to the balloon to be deflated prior to the removal attempt. The balloon did not fail to deflate. The balloon got stuck in calcium after inflation, after performing non-medtronic atherectomy of the heavy calcified artery. Intervention was required to remove the device from the patient. The balloon was removed with a big calcium nodule from the patient after ballooning using a second sprinter balloon catheter with a buddy wire. There was no issues with the sprinter balloon catheter. The lesion was ballooned and stented using an onyx frontier stent with no other issues. There was no patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.